Manufacturer narrative:
The device was returned to the manufacturing and evaluation is pending. A supplemental report will be submitted when the evaluation is completed

Event description:
The service center was informed that during an unspecified procedure that the clip disassembled and fell into the patient when it was being retrieved from the scope. The surgeon retrieved the fragment from the patient with no injury. There were no report of bleeding observed. Visual inspection was performed with no abnormalities observed. The intended procedure was completed with another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. Upon the returned condition noted that the device came with its detached clip placed inside the container. There was a customer note stating ¿clip fell off as it was being inserted into scope¿. A visual inspection was performed on the returned device and found the red stopper and the black protective cap missing, noted the j hook at the distal end is still intact and having no biomaterial debris. There are no kinks or damage on the insertion portion. Verified the handle slider, yellow tube, working portion are intact and functional. The clip and its spring were inspected under a microscope and found biomaterial but no missing fragment. Service center could not conclusively determine the cause of the reported complaint since the device was returned as opened and used. The clip was already deployed. However, based on similar reported events, the cause of the reported complaint is likely that the clip could have been re-opened and repositioned more than the limitation of reopening times. The clip might have been deployed prematurely causing detachment while it was not grasping the target properly. The device will be sent to OEM (original equipment manufacturer) for further investigation.

Manufacturer narrative:
One piece of hx-202ur was returned to the original equipment manufacturer for investigation. The device had a lot number ¿8yk¿ with a supplementary information number of ¿09¿. The clip had detached from the distal portion. The slider of each clipping device was able to extend the hook from the distal end of the coil sheath when fully pushed. The hook showed no deformation or abnormality in the dimensions of the connecting portion of the hook. The clip arm shows that no deformations or abnormality in the dimensions of the connecting portion of the clip arm. The device history record for the production lot number indicated no anomaly with the event-related device below. Depending on the production of the clip arm and the hook, the turning force applied with a clearance being large. This caused the joint between the clip arm and the hook to detach. As a result the clip detached from the hook. All products undergo 100% inspection prior to shipment. There is a possibility that a turning force applied to the device during transportation. However, the exact cause of the problem could not be conclusively identified.